Manufacturer narrative:
Sensor serial number has been updated based on the returned product. Section device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported experiencing skin irritation, after 2 days of wearing an adc freestyle libre sensor, reporting symptoms described as itching, dark redness, and "warm to touch". Customer had contact with a healthcare provider and was prescribed dermalar (fluocinolone) steroid cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation, after 2 days of wearing an adc freestyle libre sensor, reporting symptoms described as itching, dark redness, and "warm to touch". Customer had contact with a healthcare provider and was prescribed dermalar (fluocinolone) steroid cream for treatment. There was no report of death or permanent injury associated with this event.